Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, it was reported that the keypad buttons were unresponsive. No further details were available at the time of this report. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: investigation revealed that all keypad buttons responded properly. There was no physical damage to the keypad. No defect was found during investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).